Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an electric shock while using their freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. The initial MDR 30 day report was filed in error. The reported product has not been distributed in the us at the time of the complaint.

Event description:
Customer reported receiving an electric shock while using their freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.